Manufacturer narrative:
Bactiseal catheter was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. The possible root cause for ¿the catheter separated from barbed end¿ issue reported by the customer is probably due to the catheter not being sutured to the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported the bactiseal evd catheter separated from barbed end of female luer connector. Instructions for use (IFU) were provided recommending the use of suture on the barbed end to prevent separation however, no suture was used. No patient injury reported.